Event description:
It was reported that the patient wanted the pump therapy discontinued, as the patient¿s mother believed that it was contributing to some respiratory problems that he was having. It wasn¿t believed that the pump was helpful. The pump was due to be replaced soon, but the family opted to discontinue the therapy instead. The healthcare provider (hcp) had been weaning the patient off of the therapy and he did ¿okay¿ on oral medication. The device system was used to deliver lioresal 500mcg/ml at 56mcg/day. It was later reported that the patient¿s family was concerned that the baclofen was worsening the patient¿s respiratory status. The patient had obstructive sleep apnea and, at one point, needed oxygen. There was concern that muscle tone reduction, while helpful to the patient¿s extremities, might worsen the patient¿s respiratory status. Over the years, the pump dose was lowered. At the time of this report, the pump was reaching battery expiration, so the family opted to keep the dose at 25mcg/day until the battery stopped. The battery was to stop in less than one year. The family declined diagnostic studies. The pump was to continue at a low rate and be stopped once the alarm sounded around between (B)(6) 2013 and (B)(6) 2014. At the time of the report, the patient no longer needed supplemental oxygen at night. The patient outcome was reported as ¿no injury¿.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).